Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that post paced t-wave oversensing was observed on the implantable cardiovascular defibrillator. The patient was asymptomatic.

Event description:
New information notes programming changes were made. No further information was available.